Event description:
Information was received from multiple sources (distributor, healthcare provider, manufacturer representative, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that there were two surgeries. The first surgery occurred on (B)(6) 2022 where the pump and catheter were implanted. It was indicated that the patient had an infection. Stroke, cerebrospinal fluid extravasation, and pain were further noted. The patient required hospitalization. A culture test was requested to confirm an infection. A culture was taken from the device pocket. The type of organism cultured was noted as not having been specified. Antibiotic treatment was necessary. The onset of the infection was (B)(6) 2022. It was further reported that an imaging exam was performed. In the imaging exam they were unable to understand what had happened, and there was already a suspicion that there was something wrong with the catheter. A possible disconnection was indicated. The patient returned to the operation room on (B)(6) 2022, where the patient was re-approached. The doctor opened the pump pocket again. When opening, a part of the catheter was exposed that was connected to the pump. No disconnection was observed from the reservoir to the part of the distal connection with the catheter. The catheter was disconnected from the pump and injected with the contract, which verified that the catheter was punctured. They chose to test the catheter with contrast administration through the system in search of the location of the catheter under radioscopy. The catheter was observed / located at the level of l3 and had been previously implanted at the level of t4 on (B)(6) 2022. The contrast was leaking. The presence of extravasation in its external part of the spine at the level of l4/l5 was also observed. The presence of a large amount of clear liquor through the incision in the spinal region was indicated. The physician had to remove the catheter from the intrathecal part of the patient (spine), wh ere it showed the fracture of the catheter. They were waiting for another catheter for replacement as there was no other product available for resolution at that moment. An increase in surgical time for reapproach was indicated. The pump was left inside the patient again, otherwise the entire system could be lost. The procedure was concluded, with the removal of the catheter from the intrathecal region and left in the bag (pocket) with the pump implanted. The catheter was still in the patient and connected to the pump which was running at a minimum rate. The healthcare provider was to replace the catheter. It was further reported that they choose material fixation and subsequent fixation of the same by planes with nylon 2.0 and monocryl 3.0 local dressing in the three incisions. The patient did not report a fall. The patient was in absolute rest and it was noted that this would not justify breaking this catheter. The physician alleged a material problem. Regarding factors that may have led or contributed to the issue, catheter fracture was indicated. The issue was resolved as of 2022-nov-08. The patient was without injury regarding their status as of (B)(6) 2022. The patient¿s medical history and weight at the time of the event was unknown.

Manufacturer narrative:
Product ID: 8780, lot# 0223027733, implanted: (B)(6) 2022, partially explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8780, lot #: 0223027733, ubd: 14-aug-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The results of the culture taken from the pocket was not yet available. The catheter was removed from the intrathecal region and kept connected to the pump in the bag (abdomen) at a minimum rate. A new catheter was requested by the operator and already authorized and in stock at the company awaiting the physician¿s schedule to perform the exchange. The patient was not hospitalized. The csf fistula was resolved. The patient used antibiotic therapy. They were keeping follow-up in the office by the assistant physician. The pump and catheter are remaining implanted and the catheter was to be replaced with a new one. The fractured catheter was to be returned to the manufacturer for analysis as soon as it is removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Details regarding results of the culture was not available. Regarding the status of the catheter, the customer was unable to issue the return invoice to medical health; therefore, was unable to issue the return of the device to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.